Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm, cosmetic damage, no delivery alarm and high blood glucose. Customer's blood glucose level was almost 500 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for motor error alarm was performed. Customer advised they received a no delivery alarm followed by a motor error alarm. Customer performed and passed both the displacement test and self-test. Troubleshooting for the no delivery alarm was performed. Customer received the alarm during bolus delivery. Customer advised the no delivery alarm was a recurring issue and remained unresolved. Customer was assisted with running a fixed prime. Customer advised there was blood at the site. Troubleshooting for cosmetic damage was performed. Customer advised there was a scratch on the lcd screen but they were able to read the screen. Customer was advised to monitor the insulin pump and their high blood glucose.